Event description:
Customer reported that she was in the hospital twice due to low blood glucose readings and was treated with a glucagon shot. Customer feels her equipment works properly and did not want to troubleshoot. Customer declined to provide any further information on the hospitalization. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.